Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to a non-specific product performance anomaly. This lead is not expected to return. No additional adverse patient effects were reported.